Event description:
I had the essure procedure done in (B)(4) 2007, after I had my third child. In 2010 I started having pain with periods that were severe pain during my cycle. I was led to believe it was cramps. In (B)(6) of 2012, I was hospitalized with severe pain, they looked at my appendix and found nothing. I was still having pain and had another doctor look at it in the state of (B)(6). That's when in (B)(6) of 2012, they went in to do exploratory surgery to find that the coil had wrapped around my veins. I had to have my right fallopian tube removed because of it. Now I am having pain on my left side and have pain every now and then on my right side after the surgery.